Event description:
Tci vented electric left ventricular assist device (lvad) malfunctioned and failed. The lvad alarmed continuously until eventually it showed no function. When troubleshooting attempts were unsuccessful, the powering of the lvad was transferred to the pneumatic console without incident. Tci's emergency call person was contacted who stated to continue pump pneumatically at least 24hrs and then try the electric system again. Shortly thereafter, the pt began reporting right sided chest pain and dyspnea. On assessment, no function of the lvad could be auscultated with or without a stethoscope. There were obvious signs of low cardiac output and pt was in acute distress. An iabp was inserted. The pt was intubated, monitoring lines were placed. The pt was taken to surgery for removal of this device and placement of a pneumatic heartmate lvad.